Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable was found to be broken at the distal idlers. The cable segment was sticking out at the wrist. Additional observation not reported by the site was physical damage to the idler pulley. The idler pulley exhibited some indentations. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci s hysterectomy procedure, the customer noted that wires were sticking out of the mega suture cut needle driver instrument's jaw. No patient harm, adverse outcome or injury was reported.